Event description:
It was reported that during inspection, the universal battery for aseptic transfer kit did not function. There was no report of pt injury or surgical delay associated with the event. No additional clinical info was received prior to this report.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.